Manufacturer narrative:
Concomitant medical products: dtbb1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent t-wave oversensing (twos) on the right ventricular (rv) lead. Follow up concluded that no intervention was performed. The lead remains in use. No patient complications have been reported as a result of this event.